Event description:
This issue occurred over many days. Abbott has informed me they had a problem with libra 3+ sensors. I had at least 2, out of 3, sensors provide seriously low readings using abbott's application. The have refused to replace the sensors because I don't have a record of the serial numbers. Their application only retains the current number and the past 2. I consider the product box garbage. I don't keep garbage. There is nothing printed on the box that states it needs to be retained. Abbott has informed they are unable to replace the defective product, without the serial number. I propose they are unable to replace the product. They are unwilling to do the right thing. There is a difference between able and willing. False low readings cause improper treatment that will cause high sugar levels. High sugar levels may cause organ damage, stroke, or death. My average sugar levels were elevated. My typical gmi/a1-c range was 6.4-6.7. The a1-c was 7.2-7.4 for the period covering the defective sensors. I had test strip records bad sensor dates are approx. (B)(6) 2025. I have test strip readings for the sensor from (B)(6) 2025 - (B)(6) 2025 (2nd bad sensor). I had readings as high a 314 on (B)(6) 2025 (1st bad sensor). I did not report this to abbott at the time because previously they have not taken these types of reports seriously. This test is a blood sugar (test strip) test this date. On (B)(6) 2025 test strip-172, sensor ~125, (B)(6) 2014 test strip 219, sensor 110, two sensors were involved; 2nd bad sensor was depended on less. Pt code: 1905. Device codes: 2460, 2917. Ref report: mw5180187.